Manufacturer narrative:
The sensor kit expiration date is 31 mar 2019. The medical event associated with this complaint occurred on (B)(6) 2020 which indicates usage of the device beyond the useful lifespan. No additional investigation are required as the sensor was expired at the time of use, and the device met its specification lifespan. The device mfg date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low readings issue was reported with the freestyle libre sensor. Customer reported receiving unspecified scan results that were lower than she felt, and experiencing symptoms described as vomiting and shaking. Additionally, customer reported being "hospitalized for five days due to lower readings" however no further information was provided as customer declined to troubleshoot further. There was no report of death or permanent injury associated with this event.